Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via manufacturer representative who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient has an appointment with the healthcare provider (hcp) at the end of (B)(6) 2021. Initially she was supposed to have a battery replacement but her healthcare provider (hcp) moved. The patient also mentioned feeling a bit of discomfort or pain and suspects her previous battery replacement may not have been done properly. No further complications were reported.